Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The ok keypad button reportedly was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/08/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/21/2015 with the following findings: the keypad cover was fully intact; no damage or peeling observed. During testing, all keypad buttons responded appropriately to button presses. The keypad cover was removed and no contamination was found under any key contacts. The reported under-responsive issue with the ok keypad button was unable to be duplicated during investigation. The battery cap was not returned; therefore, a test cap was used to complete investigation.